Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of essure device") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure (ess205) (batch no. 508904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1984, (B)(6) 1994), preterm labor, blood pressure high, chronic back pain in 1991, anemia in 1965, cholecystectomy in 1994, esophagogastroduodenoscopy, colonoscopy, biopsy and laparoscopy. Previously administered products included for an unreported indication: lamictal from 2003 to 13-jul-2018, protonix from 2003 to 13-jul-2018, ambien from 1991 to 13-jul-2018, xanax from 2013 to 13-jul-2018, maxzide from 1985 to 13-jul-2018, lisinopril from 1985 to 13-jul-2018, narvasc from 1985 to 13-jul-2018, potassium from 2003 to 13-jul-2018, depoprovera from 1994 to 2006, cymbalta, paxil and prozac. Concurrent conditions included overweight, allergic reaction to analgesics, rubber sensitivity, hypoglycemia, vomiting, anesthesia, acid reflux (oesophageal), gallbladder disorder, rectal bleeding, anxiety, panic disorder, neck discomfort, back disorder, musculoskeletal disorder, sickle cell anemia, thyroid disorder, urinary tract disorder and asthma. In 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and infection ("infection"). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure location of device uterus/failure to occlude") and depression ("psychological or psychiatric (depression)"). The patient was treated with antibiotics, antidepressants and surgery (hysteroscopy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, infection and depression outcome was unknown. The reporter considered depression, device dislocation, device expulsion, genital haemorrhage and infection to be related to essure (ess205). The reporter commented: failure to occlude left fallopian tube the essure device was then placed into both tubes under direct vision without difficulty. Two-and-a-half coils were left outside the right tube and six coils outside the left os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (right tube occluded) on (B)(6) 2006,hysterogram- one radiopaque device noted in the right tube with obstruction of the right tube. 2. Second radiopaque device]is noted in the endometrial cavity projecting to the right. 3. Left tube is visualized with free epillage from the left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of essure device") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure (ess205) (batch no. 508904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1984, (B)(6) 1994), preterm labor, blood pressure high, chronic back pain in 1991, anemia in 1965, cholecystectomy in 1994, oesophagogastrectomy, colonoscopy, biopsy and laparoscopy. Previously administered products included for an unreported indication: lamictal from 2003 to (B)(6) 2018, protonix from 2003 to (B)(6) 2018, ambien from 1991 to (B)(6) 2018, xanax from 2013 to (B)(6) 2018, maxzide from 1985 to (B)(6) 2018, lisinopril from 1985 to (B)(6) 2018, narvasc from 1985 to (B)(6) 2018, potassium from 2003 to (B)(6) 2018, depoprovera from 1994 to 2006, cymbalta, paxil and prozac. Concurrent conditions included overweight, allergic reaction to analgesics, rubber sensitivity, hypoglycemia, vomiting, anesthesia, acid reflux (oesophageal), gallbladder disorder, rectal bleeding, anxiety, panic disorder, neck discomfort, back disorder, musculoskeletal disorder, sickle cell anemia, thyroid disorder, urinary tract disorder and asthma. In 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and infection ("infection"). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure location of device uterus") and depression ("psychological or psychiatric (depression)"). The patient was treated with antibiotics, antidepressants and surgery (hysteroscopy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, infection and depression outcome was unknown. The reporter considered depression, device dislocation, device expulsion, genital haemorrhage and infection to be related to essure (ess205). The reporter commented: failure to occlude left fallopian tube the essure device was then placed into both tubes under direct vision without difficulty. Two-and-a-half coils were left outside the right tube and six coils outside the left os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (right tube occluded) on (B)(6) 2006, hysterogram- one radiopaque device noted in the right tube with obstruction of the right tube. Second radiopaque device]is noted in the endometrial cavity projecting to the right. Left tube is visualized with free epillage from the left side. Most recent follow-up information incorporated above includes: on 12-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history, concurrent condition, lab tests, historical drug, lot number-508904 were added. Events infection,depression and migration essure location of device uterus were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.